Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. The recipient¿s device was reportedly destroyed and will not return to advanced bionics for analysis. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly has common cavity malformation. In addition, imaging revealed incorrect electrode position post implantation surgery. A review of the device history record was completed and no anomalies were noted. Additional details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.